Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site on 12/10/2015 for issue resolution. A medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. Medtronic investigation of returned computer finds that after powering on the system and launching the cranial software application, the software was successfully navigated without issue. The mouse functioned as expected. Ran diagnostics test on the hard drive, memory and cpu. The hard drive failed the test reporting bad sectors. The memory and cpu passed. The reported event was confirmed to be caused by a hard drive malfunction. No further relevant issues reported.

Event description:
A medtronic representative reported that while setting up for a demonstration the navigation system became unresponsive. The medtronic representative reported that while in the spine software, the mouse was jumping around the screen; the medtronic representative was unable to click on exit or any other icons. To troubleshoot the issue the medtronic representative performed a soft reboot of the system however, when the system booted to the application launch screen the mouse could be move but the rep was unable to click on any software icons or the shutdown button. The medtronic representative used a different mouse without resolution. The medtronic representative then performed a hard reboot without resolution. The medtronic representative performed another hard-shut down but reported the navigation system stayed on a screen with linux text that said "exiting". There was no patient present when this issue was identified.